Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing irritation and poor charging with the placement of the ipg. It was determined that the ipg was in a roll on the patient's back. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well post operatively.